Event description:
Right internal jugular vein was successfully cannulated with good blood return after several passes. The guidewire was advanced easily plus an 8.5 fr introducer sheath was advanced as well. The dilator could not be easily removed and eventually fractured at the valve level of the introducing sheath. Therefore, it was removed using a hemostat. Valve dysfunction was noted and an attempt at exchanging this right internal jugular sheath over a guidewire was unsuccessful.